Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that another manufacturer provided information that a boston scientific right ventricular (rv) lead exhibited episodes of oversensing due to loss of capture with high threshold measurements of 3.5 volts. There was also intermittent high defibrillation impedance measurements of greater than 125 ohms. No intervention was performed and the patient will continue to be monitored. The rv lead model and serial number information was not provided and attempts to obtain were made. It was noted that the programmer the other manufacturer's field representative was using only showed the company name of the lead and not the model and serial number information. Thus this information remains unknown. At this time no further information is available.